Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, a hair was observed in the seal of the pouch. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was observed in the seal and in the bag of an oxygen barrier (multilayer) parenteral nutrition container. This was observed during product check. There was no patient involvement. No additional information is available.